Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during an implant, when the doctor attempted to place the right atrial lead, both the sheath and the lead were kinking. The lead was not used since the doctor decided to use a single chamber pacemaker. No patient complications have been reported as a result of this event.